Event description:
It was reported that during a total resection of large intestine, the clip could not be fed into the jaw and ejected. Also scissoring occurred. The ejected clip was retrieved. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.